Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The setting of the cam when valve was received was at setting 2. The valve was hydrated for about 44 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming. The valve passed the test. The valve was flushed the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The siphon guard was tested per IFU. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested. The valve passed the test. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined, as no problem was found with the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
This is an initial report we do not have full information yet. Few days after shunt implantation it was replaced by another valve (strata). We still do not know why and was only notified by the issue by the surgeon on the phone. We should have more details and the explanted valve in few days. Update 5/8/16 per rep: the correct product code is 82-8804. We do not have a lot number. The valve was implanted in a (B)(6) baby with a setting level 3 after few days of no improvement in the patient's condition, the setting was changed to 2. Again there was no change in the patient's condition, and he went in surgery. During this surgery, the surgeon noticed the valve was blocked. (He tried aspirating from the distal end of the valve with no success). Therefore, the valve was replaced with a medtronic, fixed pressure valve. Update 5/13/16 per rep: "I'm not sure if I already answered this questions - in any case, the original surgery date was (B)(6)."